Event description:
It was reported that the health care professional (hcp) wanted to review reports on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the device data and noted multiple stored non-sustained ventricular tachycardia (nsvt) episodes and right ventricular (rv) channel oversensing on stored intracardiac electrograms (egms), due to noisy signals that led to potential inappropriate anti-tachycardia pacing (atp) therapy. A pause of approximately six seconds was observed on the device data. Ts suspected an issue with a non-boston scientific rv lead, and the device was reprogrammed and a lead revision procedure is expected in the near future. Subsequently, this crt-d was successfully explanted and replaced on the lead revision procedure for a therapy upgrade procedure. No additional adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.